Event description:
On (B)(6): customer reports during stent placement procedure, the system fluoro failed. Physician completed procedure utilizing endoscopy. Customer reports procedure completed without further incident and pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer found and replaced a bad footswitch with damaged cord. Fse verified proper operation per service checklist. System returned to full service by the customer.